Event description:
The customer called stating that their meter will read higher than the doctor's meter. For example, they would get a reading of 365 mg/dl and then one hour later the doctor would get a reading of 198 mg/dl. They also stated that the screen would fade while the meter is testing their blood and that sometimes the last number would have missing segments. During the troubleshooting process it was determined that there were missing segments in the units position. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the company's 24/7 customer service line should any problems or questions arise.